Event description:
Post procedure after patient awoke from sedation staying "you broke my tooth." Patient slightly wiggles right upper tooth (between canine and front tooth), no blood noted. Boston scientific endoscopic bite block was inserted easily prior to procedure. Bite block was removed without difficulty post procedure after asking patient to open his mouth to which he complied. No airway intervention required during procedure by anesthesia.